Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a hole in the hose. Device was used in cranial surgery. No injury or medical intervention occurred. There was no additional info provided.